Event description:
A report was received that the pt has an infection at the ipg site. The physician doesn't believe the infection is related to the device. The pt was prescribed IV antibiotics and is healing properly.